Manufacturer narrative:
(B)(4)

Event description:
Boston scientific received information that upon device interrogation, an right ventricular (rv) lead safety switch was observed. Pacing impedance measurements were greater than 2,500 ohms, with a threshold measurement of 2v. The patient with this rv lead was reportedly asymptomatic. An echocardiogram was to be performed to determine if the patient required biventricular pacing. If no biv was required, the physician may elect to monitor. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Additional information was received that a revision procedure was performed. The device was explanted and replaced. The rv lead was surgically abandoned and replaced as the physician was seeking more appropriate placement of the lead. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.